Event description:
The customer contacted baxter's technical service center to report an issue of the device not alarming while on the home choice (hc) device during initial drain. The registered nurse (rn) stated that she had the home patient (hp) initial drain alarm (ida) at 2100ml and the last fill (lf) was 2000ml. The hp initial drain amount had only been 5ml and the hp was not getting any alarms. The rn had not checked the alarm log. The rn reported what the hp had told her. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). On (B)(4) 2012 product surveillance contacted the registered nurse (rn) regarding this event. The rn stated that they have gotten the home patient (hp) a new machine. The rn states that the hp's therapy has been going well. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The device was not returned to baxter in reference to the reported issue, and therefore sample evaluation will not be completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.